Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
Telemetry confirmed an audible critical alarm due to multiple resets, low battery resets, and safe state events. It was further indicated the pt's pump was switching to min rate mode when trying to program with flex dosing. The pt experienced increased spasticity. The drug administered via the pump was lioresal (2000 mc/ml, 386 mcg/day). The pump was replaced. There was no pt injury; and the pt recovered without sequela. Additional information will be provided in a f/u report as it becomes available.